Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 100 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.